Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported thin flap, during surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit fse (field service engineer) tested vacuum levels, test cuts and they were in specification. Fse could not duplicate reported issue, and performed system verification as per sir (service installation record). System met specifications. According to information from fse, local cas (clinical application specialist) was to attend surgery next day, however no further information is available. For the left eye the logfile review is as follows: the treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. Potential contributing factors to the reported thin flap may be movement of the patient, improper docking or too much fluid on the eye. The root cause could not be determined conclusively, however no technical root cause identified. The manufacturer internal reference number is: (B)(4).